Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed false downstream occlusion while running a loaded set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the downstream occlusion alarm. A review of the event history log identified multiple 'downstream occlusion!' Alarms. The cause was identified to be an out of calibration force sensor which requires replacement to address this issue. During evaluation the device also alarmed false air in line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the air in line alarm. A review of the event history log identified multiple 'air in line!' Alarms. The cause was identified to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed false downstream occlusion and false air in line. No additional information is available.